Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Reference the following patient identifiers for the following systems: (B)(6) ¿ aviva (system 1), serial number ¿ (B)(4). (B)(6) ¿ nano (system 2), serial number ¿ (B)(4).

Event description:
Customer reportedly received the following results on her aviva meter, compared to her husband¿s nano meter, within 10 minutes: 91 mg/dl (aviva) and 217 mg/dl (nano meter). No adverse event reported. Requested return of suspect device for evaluation and replacement was sent.